Event description:
It was reported that the patient¿s ilet required manipulating the charging cable position on the charging pad to initiate charging, and a replacement charger was requested. Customer care provided support that included a review of the reported charging difficulty and coordinated for return and replacement logistics. Investigation of this case revealed a suspected charger or cable connection issue affecting power transfer to the ilet, with no visible external damage reported. No adverse clinical effects reported. Outcomes included no clinical impact and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a product issue related to the charging accessory.